Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align in the upper left corner of the display. It was indicated that the connection from the xy printed circuit board (pcb) to the overlay required cleaning and reseating. It was also indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus couldn't show normally on the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.